Manufacturer narrative:
Samples are li heparin plasmas, centrifuged for 3 minutes at 7000 rpm. Bec customer technical support (cts) verified all samples were poured off into a cup before processing and repeated samples were not centrifuged prior to repeat. Samples were stored in the refrigerator for approximately 12 - 14 hours prior to retesting. Accutni qc was within the customer's established ranges prior to the event on (B)(4) 2011 at 9:00. Two levels of accutni qc were performed again on (B)(4) 2011 at 20:19. Both levels resulted as 0.00 ng/ml. Per the diagnostic copy to disk data, the reagent pack was first loaded on the customer's alternate access 2 instrument on (B)(4) 2011 at 18:36, and all 50 tests were used. On (B)(4) 2011, the same reagent pack was loaded onto the access 2 instrument referenced in this report at 18:42. Bec hotline verified which patients were analyzed on the shared reagent pack. No errors were posted to the event log and no results were flagged in this event. Use error was the root cause of event. A product corrective action letter was distributed to all access 2 customers (B)(4) 2010 warning that erroneous results can be produced if reagent packs are not loaded properly. A warning label and a laminated reagent pack loading guide for the customer to affix to the reagent pack loading area were included with the letter. Related MDR: 2122870-2011-02953.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneous troponin (accutni) results for nine (9) patient samples. The results were generated on an access 2 immunoassay analyzer, used in conjunction with access accutni calibrators (lot 018863) and access accutni reagent (lot 023756). The customer reported realizing that the accutni tests were run with an empty reagent pack loaded. When this occurs, the instrument does not detect that the pack test count is incorrect. Six (6) results were generated on (B)(4) 2011 and three (3) were generated on (B)(4) 2011. This report represents the event on (B)(4) 2011. The initial accutni results were reported out of the lab. The samples were reanalyzed on the same instrument with a new reagent pack loaded. No reports of death, injury, or change to patient treatment have been reported in connection with this event.